Event description:
It was reported by the customer that the breast department of facility found that there were no scales on the PICC catheter. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that the breast department of facility found that there were no scales on the PICC catheter. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of missing depth markings on the catheter was confirmed and appears to be manufacturing related. A video of an inserted 4fr groshong nxt clearvue PICC was returned for evaluation. The video showed the catheter being rotated in the patient. No depth markings were observed on the exposed section of the device. It appeared that the catheter was not printed appropriately during manufacturing. In response to this complaint, an awareness training was provided to all manufacturing personnel that conduct this operation. This complaint will be recorded for future trending and monitoring purposes.